Event description:
Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported malposition/failure to deploy the suture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 first name, last name: updated from (B)(6) to (B)(6). E1 title: updated from unk to dr. E3 occupation: updated from non-healthcare professional to physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 10/23/2024.

Event description:
It was reported that this was closure using a prostyle device. Reportedly, the suture was simply pulled out of the anatomy when attempted to tighten the suture. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.